Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had issues with their sensor cannula being shorter than usual. The customer did not provide their blood glucose levels at the time of the call. The customer sent the sensor back for analysis.